Event description:
There was a defective connection between the pm tubing and the manifold. As the connection was defective, there is a default in the monitoring of the pressure and the hemodynamic visualization is damaged. While no risk to the patient was reported, the accuracy of the doctor's diagnostic is affected. There were no adverse effects to the patient reported (the patient's condition being reported as safe). No intervention was required.